Event description:
The supervisor in the bone marrow aspiration clinic retrieved a bone marrow aspirate and biopsy tray. The tray is manufactured by carefusion product number mbac 3535, lot number 0000336218. Inside the sterile packaging the supervisor saw a dead spider. The tray was not opened and it was in its original packaging.